Event description:
During pt use, the "no external power" and "switched to back-up battery" alarms occurred. It was reported that when switching from ac power to battery operation by unplugging the ac power cord, the ventilator did not recognize the battery pack. The ventilator continued to operate normally and deliver breaths. However, the pt was manually ventilated during transfer to a second ventilator.